Event description:
Revision surgery was performed to replace a screw which had migrated through the head of the humerus.

Manufacturer narrative:
Our local medical advisor reviewed the x-rays that were returned and determined the following: firstly, he commented that it is difficult to determine for certain because the x-ray viewing angles do not appear to be true ap or ml. One thing that is obvious is that the fracture was not very well reduced. This can result in extra motion throughout the entire construct. It is possible that the screw could migrate if it was not tightened well. Finally, based solely upon the x-rays that were provided, it appears that neither the screw in question nor the nail were at fault. It is most likely that the difficulties experienced were due to surgical technique (related to the choice of screw and placement of screw). Additionally, it was noted that this screw was replaced with a shorter screw; indicating that the surgeon may have used an incorrectly sized screw during the initial surgery.